Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 106 mg/dl (aviva system 1) and 207 mg/dl (aviva system 2). Customer stated she was feeling lightheaded with the readings, drank some soda and ate some cookies. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 1. Reference medwatch with (B)(6) for aviva system 2.